Event description:
It was reported that the pt expired. The cause of death was unk. The death was not related to the implanted spinal cord stimulation system. The pt had many comorbidities. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.